Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient alleged that 5 years ago (2013), they were implanted with ¿transmitter¿ instead of an implantable neurostimulator (ins). The manufacturer¿s device registry did not match the patient¿s allegation and showed an ins implanted on (B)(6) 2016. The patient was under the impression that ¿unlicensed medical professionals¿ implanted a ¿transmitter¿ instead of the ins (it was also alleged that ¿people¿ who placed the transmitter were licensed). The patient alleged that the manufacturer¿s representative was present at the implant and told the ¿dr¿ where to place the device. No specific device or therapy allegations were provided but the patient did note this was an ¿emergency situation¿. The patient was going to follow up with a healthcare professional (hcp) to discuss removing the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative confirmed that they were present for the patient¿s stage 1 evaluation and the eventual implant in 2016. It was confirmed that the physician did both procedures and, as with all of the device cases, the representative helped ensure the optimal lead placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the doctor¿s office was going to reach out to the patient and bring them in to make sure they are okay. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received reported the patient confirmed an appointment and then was a no show.